Event description:
It was reported that during an unknown procedure, there was a solid tone with error code five. The titanium tip was broken during the re-pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The new blade cannot break unless it was cracked by prior use. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. When a blade is damaged, it may not complete the pre-run testing, will display an alert screen and will keep reverting back to standby mode. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure.